Event description:
Complainant alleged that while attempting to treat a pt (age & gender unk) the device advised a shock for a non-shockable rhythm. Complainant indicated tha there wa sno adverse effect to the pt due to the reported malfunction.